Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had alarmed a radio frequency failed self-test. There was some radio frequency failed self-test alarms in the alarm history. The customer¿s blood glucose during the incident was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
Unit received with a constant rf pic failed selftest alarm, problem isolated to the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the unexpected restart error alarm. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.